Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient sustained peri-prosthetic fracture of the right femur due to slip and fall requiring revision to total femur.

Manufacturer narrative:
Additional information received determined that there was no deficiency stated against this component. The components with the alleged deficiency was reported under MDR: 3010536692-2018-00570, 3010536692-2018-00572, 3010536692-2018-00573 . Please void the initial report for this product.